Manufacturer narrative:
Philips investigated the issue and found that the power control module of the lateral generator was defective. He replaced the defective power control module with a new one which solved the issue. The system was returned to the customer in working order. The philips service engineer checked on the system 2 months after replacing the power control module and the issue has not reoccurred. Based on trending analysis there is no exceptional replacement rate for this item, therefore we take no further action in this matter. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA. (B)(4).

Event description:
Customer reported that during brain examination the lateral image was lost. Examination had to be canceled/dr could not finish the examination. No patient harm was reported.